Event description:
Device was used for a bowel resection on a 250 lb 25-yr-old pt. Surgeon performed a functional end-to-end anastomosis. The surgeon stitched the distal end of the tlc55 staple line. The pt developed peritonitis. A laparotomy was performed and another anastomosis was performed.